Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reas0461 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the PICC placement was conducted on the patient on (B)(6) 2017. The catheter was examined and preflushed, and was found to have not been damaged. The placement process was smooth. Liquid leakage was found to occur at the zero graduation of the catheter when flushing it for infusion for the patient at 9:00 a.m. On (B)(6) 2017, the catheter thus could not be used and was pulled out.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a 1mm long split was observed at the 1.5mm from the molded joint. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) ¿ the split was centered about a permanent preferential kink in the catheter ¿ an additional kink impression was observed at the 9cm depth marking. Additionally, the catheter was discolored throughout, turning the normally purple catheter into a pink shade in many regions, which indicated contact with a chemical agent. It was unknown if this contact occurred prior to catheter removal and may have potentially weakened the catheter making it more susceptible to kinking. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of reas0461 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that the PICC placement was conducted on the patient on (B)(6) 2017. The catheter was examined and preflushed, and was found to have not been damaged. The placement process was smooth. Liquid leakage was found to occur at the zero graduation of the catheter when flushing it for infusion for the patient at 9:00 a.m. On (B)(6) 2017, the catheter thus could not be used and was pulled out. No patient harm was reported.